Event description:
It was reported to philips that the ippc did not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that the system had a remote alert stating that the frontal ippc (image processing pc) failed to boot up. The complaint has been reviewed and it has been determined that no harm or allegation of harm was reported. No service has been performed by philips since the service has been cancelled as the issue no longer occurred. To date, no further information was received. The codes were updated based on the investigation outcome.